Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room assistant reported that multiple knives did not cut. Alternate knives were obtained in order to perform the procedures. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested.